Event description:
The report indicated that seven months post stenting, the patient presented to the hospital with syncope. An angiogram was done and a stent thrombosis was in mid left anterior branch (lad), just proximal (within 5mm) to where the stents were implanted. The thrombosis was ballooned and a minivision 2.5 x23 stent was placed. Current status of the patient is stable. The patient was not taken off any medication due to suspicion of allergy. For the index procedure, the patient was admitted with unstable angina. He was taking a hypertensive agent, oral diabetic medication, and a hypercholesterol agent. The patient had previously had a CABG. There were no allergies noted pre-procedure. The vessel diameter was 2.75mm. The lesion was predilated at 10atm. It was not calcified or tortuous. Stents were placed, overlapping, in the distal lad. Deployment pressure of the stent was 10atm and the other stent was 16atm. The stents were postdilated at 18 and 19atm respectively. Timi flow was 0 pre-procedure and 3 post-procedure. During the procedure, morphine, fentanyl and plavix were given. Heparin (5000) was administered as well. Acts were 222. Post procedure, the patient was discharged on aspirin and plavix. He was compliant. Ivus post, the thrombosis procedure demonstrated good strut apposition and sizing of the cyphers.

Manufacturer narrative:
This is one of two products involved in this report. The associated manufacturer's report number is 3003742446-2007-00231. Additional information will be submitted within 30 days of receipt.